Event description:
The pt rec'd an scs system on (B)(6) 2011. It was reported that the pt had a dermatologist remove a cyst on her back. Electrocautery was used in the middle of the back about an inch from her pocket incision. When the procedure was performed, the pt felt a strong sensation throughout her body like being stabbed. Since then, the pt feels tingling in her lower half when the stimulation is on. The pt was instructed to notify her implanting physician. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.